Event description:
Additional information reported that the balloon could not be completely deflated despite waiting a few minutes on negative pressure. The device was removed; however, the balloon was not completely deflated.

Event description:
It was reported that the procedure was to treat a lesion in the diagonal vessel. Pre-dilatation was performed and the 3.5 x 18 mm multi-link 8 stent delivery system (sds) was advanced to the lesion. The sds balloon was inflated to 16 atmospheres; however, during deflation, the balloon had abnormal re-fold and became stuck with the stent. It was noted that there was an issue with deflation. The balloon was able to be deflated and was removed without issue. The stent was fully expanded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.